Event description:
The patient reported that one day post device upgrade procedure, the patient had blood clots in the left arm. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.